Event description:
Burn second degree [burns second degree]. Case description: this is a spontaneous report from a contactable pharmacist. This is a report received from (B)(6). A patient of unspecified age, ethnicity and gender started to receive thermacare heatwrap (thermacare heatwrap, wrap) topically from an unspecified date at an unspecified dose for an unspecified indication. Relevant medical history and concomitant medications were not reported. The patient experienced burn second degree on an unspecified date with outcome of unknown. Action taken in response to the event for thermacare heatwrap was unknown. Additional information will be added as when available.

Manufacturer narrative:
Medical review completed ((B)(4) 2012): this is a health authority case from (B)(6). Case is medically confirmed. The reported event is considered serious and associated with the device use. This case is medically assessed as serious and reportable.